Manufacturer narrative:
No analysis or conclusion can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted.

Event description:
Caller reported that the tracheostomy tube has a leaking cuff, that is leaking into the inside of the tracheostomy tube. The caller reported that the patient replaced it with a different tracheostomy tube.